Event description:
It was reported that a dissection occurred. The target lesion was located in the left circumflex artery (lcx). A 2.50 x 38mm promus elite stent was deployed to treat the target lesion. After post dilation, a proximal edge dissection was noted in the proximal part of the stent. A 2.50 x 24mm promus elite stent was deployed proximally overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.